Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens was implanted and not returned. Visual inspection of the returned injector found the nozzle and nozzle tip after the injection appeared normal. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down correctly. As the surgery video was not available, it was difficult to determine the root cause by only evaluating the injector. It is possible that the user did not follow some of the instruction and unexpected force made the implanted lens cracked. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a ks-1 aq2017v, 19.0 diopter preloaded injector, and noted after injection, the lens was found to have a small crack. Since the crack was very small, the surgeon decided to not remove the lens. The lens remains implanted and there was no report of any patient injury. There was no abnormality during set up and injecting.

Manufacturer narrative:
(B)(4).